Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 25 mm amplatzer amulet left atrial appendage (laa) occluder was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. Prior to the procedure, a small effusion and fluid was noted in the transverse sinus. During the procedure, the patient anatomy was noted to be difficult. Heparin was administered. The wire was placed in the laa. The device was repositioned once then deployed. The device was then fully recaptured and removed from the body due to needing a larger size. A new 28 mm amplatzer amulet was selected using the same delivery sheath. The device was repositioned once. The device was implanted. On (B)(6) 2026, the patient presented to the emergency room (ER) with chest pain. Transesophageal echocardiogram (tee) confirmed pericardial fluid. A pericardiocentesis was attempted but was unable to remove fluid. The patient was kept overnight in the hospital for observation then discharged home in stable condition.